Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, and h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation the investigation was reopened due to additional information provided. The following allegations have been investigated. Vena cava perforation, constant leg pain, swelling/pain in hip, foot pain, swelling (unspecified), inability to do "any activity," and constant pain (unspecified). The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported constant leg pain, swelling/pain in hip, foot pain, swelling (unspecified), inability to do "any activity," and constant pain (unspecified) are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on(B)(6)2016 via the right common femoral vein due to dvt (deep vein thrombosis). Patient is alleging vena cava perforation (a left posterolateral strut lies 2mm outside the ivc wall and is intimately associated with anterior longitudinal ligament). The patient is further alleging constant leg pain, swelling/pain in hip, foot pain, swelling, inability to do "any activity," and constant unspecified pain. Per a report from CT (computed tomography): "the apex of the filter impinges upon the anterior wall of the ivc. Filter struts are intact without bending. Right posterolateral strut tip lies 3 mm external to the ivc wall. A left posterolateral strut lies 2 mm outside the ivc wall and is intimately associated with anterior longitudinal ligament. The left anterolateral strut extends 0.7 mm from the ivc. Right anterolateral strut lies within 1 mm of external surface of the ivc wall. No regional infiltration is seen."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.